Event description:
It was reported that the pt underwent a wingspan stent procedure with balloon catheter (subject device). On the morning after the procedure, the pt reported symptoms of left facial weakness and weakness with numbness of right arm and leg. A magnetic resonance imaging (MRI), showed a "pontine ischemic infarct". Cerebral angiogram showed stent to be widely patent. Pt progressively improved and regained strength on right side. Since the pt had persistent swallowing difficulty, slurred speech, and double vision, the pt was admitted to a rehabilitation center, where she is reported to be making progress.

Manufacturer narrative:
No allegation of any device malfunction or nonconformance that contributed to the event.